Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. It was also reported that the right ventricular (rv) lead exhibited possible oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.